Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose ranged from 90-181 mg/dl. The customer reverted to manual injections for insulin therapy.